Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm12.0; -10.0/1.5/77 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2013. The surgeon reports opacity - ns cataract which was observed on (B)(6) 2021. Also on this date the lens was explanted and replaced with another iol. This resolved the problem. The cause of the event was reported as the device.

Manufacturer narrative:
Additional information: h6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).